Manufacturer narrative:
UDI and catalog number are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had no disposable alarms after moving the cassette from another pump. The pump was beeping and would not accept that cassette. Troubleshooting did not fix the issue. No patient injury was reported.